Event description:
It was reported that the asymptomatic patient¿s right ventricular lead exhibited low, high voltage lead impedance. Several days of lower than average impedance were detected before the impedance was finally dropped significantly on (B)(6) 2017. Insulation breach was suspected. Lead revision was discussed.

Event description:
New information available on 12/19/2017 states that, the right ventricular lead was extracted and replaced. The procedure was completed without any adverse event and the patient remained stable before, during, and afterwards.

Event description:
New information available on 12/19/2017 states that, the patient presented remotely via merlin.net transmissions. Can to lead abrasion was suspected. The right ventricular lead was also noted to be fractured.

Manufacturer narrative:
The reported events of low high voltage impedance and insulation abrasion were confirmed. Final analysis found a partial lead with the distal tip was returned in one piece measuring 50.8 cm with an extraction stylet inserted in the lead lumen. External insulation abrasion breaching rv cables lumen due to friction to device can was noted at 35.0 cm to 36.6 cm from the distal tip, consistent with friction to device can. Both rv cable etfe coating was abraded. The cause of the reported event of low high voltage impedance was isolated to the external insulation abrasion in which both right ventricular cables were abraded. The reported event of fracture was not confirmed.